Event description:
Customer alleged the chair will not move at all and the joystick does not respond. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 3gtqsp, (B)(4) is approximately 6 years 2 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called and stated that the joystick does not respond when he tries to move forward in his 3gtqsp power chair. Consumer alleges that new batteries were installed approximately the week of (B)(4), 2012. No injury.